Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 7/25/08.

Event description:
The customer reported a gauge variance among products. The variance can be seen by eye, and it is difficult to insert into trocar cannula. No pt impact reported.